Event description:
It was reported that the patients bandages during the stimulation trial detached from his skin. The lead site was exposed on the evening of (B)(6) 2014. The patients spouse reattached the bandage. The physician planned to see the patient as previously scheduled. The patient also had less than 50% therapy relief. The patient reported stimulation was no longer present and was in the wrong location. The patient felt a burning sensation at the lead insertion site when stimulation was on. The patient was advised to turn stimulation off for the remainder of the trial. An explant was noted. The patients status was alive with no injury. It was further reported that the lead migrated when the bandaged detached. The electrodes were percutaneous at that point. The physician determined the trial a success. There was no sign of infection. It was further reported that the physician recommended that the patient receive a surgical lead. No other causes were determined and no equipment malfunctions were observable at lead pull. The burning sensation had not resolved by (B)(6) 2014.

Manufacturer narrative:
Product ID: 355028, lot# n382465, implanted: (B)(6) 2014, product type: accessory. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, lot# n425856, product type: screening. Device product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).